Event description:
This event occurred in japan. The patient wore 1 month melsme toric, which is a similar device of menicon asrb (asmofilcon a) silicone hydrogel soft contact lens (k180004). On (B)(6) 2025, the patient (pt) was seen by an ophthalmologist and diagnosed with a corneal ulcer in her left eye. In addition, the affected area of the cornea showed opacity, but her vision was not affected. Pt was instructed to stop wearing lenses, and prescribed gatifloxacin ophthalmic solution (6 times a day) and bestron for ophthalmic (6 times a day). On (B)(6) 2025, pt returned to follow-up and was instructed to use ophthalmic solutions 4 times a day (ophthalmic solutions were unchanged from above). On (B)(6) 2025, the anterior segment findings in her left eye disappeared and pt was diagnosed recovered and allowed to resume wearing lenses. We shall continue to monitor the market, and if medical facilities report the occurrence of similar events, we shall again submit a medical device reporting and take corrective action as necessary.